Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The breach in aseptic technique was further described as the patient allowed their dog to be in the room while performing pd therapy. The patient was hospitalized on the same day as onset of the peritonitis event. Treatment for the event was not reported. On an unreported date pd therapy was discontinued and the patient was switched to hemodialysis. The patient was discharged sixteen days later and had recovered from the peritonitis event. It was unknown if the patient was retrained on aseptic technique. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient was retrained on proper aseptic technique. It was reported that the patient was treated with unspecified antibiotics (medication, dosage, route, frequency, and duration not reported) for the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.